Manufacturer narrative:
The device in this case has not been returned for evaluation. No photographs have been taken of the device. The device history was unable to be reviewed due to no lot number being provided.

Event description:
During an atrial fibrillation procedure, a pericardial effusion developed as a transseptal needle and the diagnostic catheter were advanced into the left atrium. The catheter was difficult to manipulate and the geometry created did not match the scanned anatomy. A transesophageal echocardiogram revealed a pericardial effusion and the procedure was stopped. The patient was transferred to the ICU for monitoring and was in stable condition after the procedure.